Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after overtreating a preceding low by consuming approximately three packages of fruit snacks while using the ilet system with an inset infusion set in the abdomen and a fsl3+ cgm, reaching a highest glucose of 401 and persisting for about two hours; no glucometer confirmation was available, and the issue stemmed from an improper method of treating hypoglycemia rather than a device component problem. Symptoms included irritability and head pressure. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure and not attributable to a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.